Manufacturer narrative:
(B)(4). Date sent: 12/20/2022. Two products where mentioned at once, but with two patients. The correlating complaint is filed under 3005075853-2022-06947.

Event description:
It was reported that during a lobectomy the staples did not hold and the vein had to be sutured again intraoperatively by hand to stop the bleeding. No patient harm reported

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.